Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown. Customer reported that key act does not work properly. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.